Event description:
Needle popped off suture during use for wound closure. Needle was secured and set aside. New suture needle obtained; same thing happened. Once more a new suture needle was obtained with the same result.